Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced incarceration of hernia, unincorporated/avulsed mesh, pain, recurrence,and adhesions. Post-operative patient treatment included medication.